Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Caller alleging discrepant inratio results. Patient's therapeutic range 2-3. Warfarin, last 4mg dose taken in the evening on (B)(6) 2015. (B)(6). After (B)(6) 2015: physician had patient resume warfarin (monday-tuesday at 1.5mg, then rest of week at 4mg) no reported adverse patient sequela.

Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets release criteria. The product performed as expected. Although relevant ncs were noted in the batch record, they did not affect the final release specifications. There is no indication of a product deficiency and additional corrective actions were not required. Root cause is unable to determine from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.